Event description:
The customer reported that during surgery,the laser would not continue to fire. They attempted to reboot the system 5 times. The case was completed as planned with a 30 minute delay in the procedure. Add'l info has been requested, with no response to date.

Manufacturer narrative:
The company service rep examined the system and confirmed the reported issue in repeat mode. The maximum laser output was below specification. The service rep performed a ktp temperature calibration and retested the laser. The calibrated laser met specifications. (B) (4). (B) (4). (B) (4).